Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user returned for follow-up care after a long time. Reportedly, the user experienced an electric shock from an electric stove in the past, which she links to the device issue.